Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the physician only targeted one side of the lung with biopsy tools. However, the patient experienced bilateral pneumothorax. The physician had to insert chest tube. This resulted to extended patient hospitalization for additional 4 days.